Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that the knife did not cut during a procedure. Another knife was used to complete the surgery. Additional information has been requested. This is one of two reports being filed for this facility. This report is for the case that happened on (B)(6) 2015.